Event description:
It was reported that the patient received an alert for low impedance on the right atrial lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.